Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00586. Related manufacturer reference number: 3006705815-2021-00588. It was reported that the patient's was experiencing pain at the ipg site. Reportedly, the patient had lost weight and was also experiencing ineffective therapy. As a result, surgical intervention was undertaken wherein the patient's ipg and leads were explanted on (B)(4) 2020. The patient was later implanted with a new system on (B)(4) 2021.